Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced possible electromagnetic interference during a recorded tachycardia episode. It was undetermined if the episode was true episode or a false detection. The icm remains in use. No patient complications have been reported as a result of this event.